Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. After replacing the batteries and performing other unrelated repairs, proper device operation was observed through functional and performance testing.

Event description:
The customer contacted stryker to report that their device switched off after providing initial defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.